Event description:
Per clinical trial cp-1060: on (B)(6) 2017, the patient underwent bilateral inferior mastopexy using a full vertical and horizontal t incision.two pieces of galaform (galaflex 3dr) were used. Concomitant abdominoplasty, liposuction fat grafting to buttocks. On (B)(6) 2017, bilateral erythema/redness was reported. Left breast was worse. Ma adjudication is likely related to the device and serious. Treatment was bilateral breast debridement. Resolution date was 1/24/2018 with no sequelae.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complications including erythema and underwent debridement. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.